Event description:
Information provided by the sales representative - the device is being returned for evaluation due to a reported death. Information provided by the homecare provider was that the family members walked into the pt's room and found the pt decreased and the device unpluggd. It is not known at this time if the device was in use by the pt at the time of the incident. The death is still under investigation by the homecare provider. The device was returned for evaluation. The device was operating to specification however it was observed that the blower was emitting an unusual grinding noise. The synchrony is intended to provide noninvasive ventilation in adult pts (>30kg) for the treatment of respiratory insufficiency (a condition in which the pt can continue without ventilation for some period such as overnight) or obstructive sleep appea.